Event description:
Device malfunction: difficult to remove device, foot break. Time of malfunction: during vessel closure. Symptoms/ae: device surgically removed. It was reported that a physician, not trained in the use of the perclose a-t device, attempted common femoral arteriotomy closure after a superficial femoral artery stenting procedure. Reportedly, a cuff miss occurred. After parking the foot, the physician was unable to remove the device. The device was surgically removed and hemostasis was surgically achieved. A foot break was observed and the detached foot was not found. The patient was asymptomatic. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
Evaluation summary: the returned device showed the posterior portion of the foot was broken off and was not returned. The possible cause for this failure mode is the needle tip deflecting low and striking the foot, causing the foot break. However, this could not be confirmed as the plunger and posterior needle tip and suture were not returned for evaluation. No manufacturing issue was detected. A root cause for the foot break and difficult removal could not be determined. Review of the device history record for this lot did not produce any findings relevant to this investigation.